Event description:
It was reported that after an ion biopsy procedure, a pneumothorax occurred. The patient's target lesion was in the upper left lobe of the lung 2cm from the pleura. The patient did not have symptoms; however, a pneumothorax was discovered on a post-operative chest x-ray. A second x-ray two hours later showed no change, and the patient was hospitalized the day of the procedure. The patient did not receive a chest tube. The next day a chest x-ray was done and showed the pneumothorax was decreasing in size, the patient was then discharged. The length of the hospitalization is unknown. The physician attributed the pneumothorax to the use of cryo-biopsy. The physician reported that there was no malfunction of an ion system, instrument, or accessory.

Manufacturer narrative:
There was no malfunction of an ion system, instrument, or accessory. An ion system log review was performed. No related system errors were observed to have occurred during the ion procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.